Event description:
The customer reported noise image and scope communication error b30 during set up / inspection for use colonovideoscope. There was no patient injury reported.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.